Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported "black spots were present on the duoderm extra thin dressing. The complainant notes the quantity affected is eighty -seven. Photos depicting the reported complaint issue were provided by the complainant.